Event description:
The customer reported to olympus the device gave an image processor error (e200). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation revealed the position of the turret sensor was faulty, which caused e200 error message. During the inspection, it was found that the inner side of the front panel was damaged and the keys did not work; the socket was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of e200 error code was caused by the limit switch that detects the location of the terret. It was stated that faulty switch could result in detection fault, therefore, e200 was displayed. Olympus will continue to monitor field performance for this device.